Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a transmission was received via merlin.net for post paced t wave oversensing. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.